Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was to be implanted within a patient on (B) (6) 2010. According to the complainant, during the procedure, it was "impossible to deploy the stent". The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted. Based on investigation results of handle broken; this event is now deemed reportable.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was fully mounted. The outer sheath was retracted from the distal tip by approximately 15mm. The outer sheath had detached from the deployment handle. A function analysis was performed, and it was possible to retract the outer sheath by hand and deploy the stent, however some resistance was encountered. Examination of the deployed stent and the stent holder found no issues. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.